Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -05.50/+1.0/074 (sphere/cylinder/axis), within the same surgery due to the lens flipped upside down in the patients left eye (os). The lens tore upon removal from the eye. The backup lens was implanted. Additional information has been requested but none has been forthcoming.